Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was completed by replacing the device with a stryker product. The cause of the leakage was determined to have been possibly due to damage in the middle of the catheter. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
H3: product analysis of react-71, lotno:b737709 ¿ as found condition: the react-71 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened react-71 inner pouch. ¿ damage location details: no damage was found with the react-71 catheter hub. The react-71 catheter body was found damaged (torn/ru ptured) at ~19.0cm from the catheter distal tip. The react-71 catheter body was found stretched from ~20.5cm to ~12.5cm from the catheter distal tip. The react-71 catheter distal tip was found damaged. ¿ testing/analysis: the react-71 catheter was flushed, water exited the catheter at its damaged location at ~19.0cm from the catheter distal tip. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ and ¿catheter leak¿ reports were confirmed. It is likely the damage found with the returned react-71 catheter (torn/ruptured) contributed to the catheter leak. However, the cause of the catheter damage could not be determined. Regarding the catheter stretching, the catheter can become stretched due to patient vessel tortuosity or an intraluminal device or the catheter is retrieved/against resistance. However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the customer was flushing the react catheter, they discovered a leakage in the middle segment of the catheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the react-71 tip could not come out of the long sheath. After withdrawing it and flushing it, it was found that the tube was leaking.